Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading a 540 mg/dl. Prior to the event, the customer woke up with blood glucose levels above 600 mg/dl, and was vomiting. The insulin pump was also alarming no delivery. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller was unable to conduct the prime test at the time of the call, and stated she would call back. Nothing further was reported.